Event description:
At the end of a peripheral atherectomy procedure, when removing the spiderfx embolic protection device, the filter basket became stuck and pulled off the delivery wire. The filter basket was left in the left femoral artery. Md contacted a vascular surgeon for consult and to remove the filter basket via cutdown. The patient was admitted to medical telemetry until transfer to a sister hospital for surgical removal of the filter basket.